Manufacturer narrative:
Date sent: 11/16/2009. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a total colectomy illeo-rectal anastomosis, the patient returned in 2009 for a repair of the illeo-rectal anastomosis leak and illeostomy. The patient expired one week later. Unknown if autopsy was performed. Device was discarded.ees risk manager spoke with ees sales representative to obtain additional information between 3 and 4 days after pt's death. Rep indicated her source of information at the hospital works in the operating room. He advised that he received information from hospital risk management regarding ¿anastomotic leak.¿ the event reported by the risk manager was from a surgery 4 months prior. The rep visits this account once per week and prior to this time, she was never made aware of any difficulty with the stapling devices. Rep will follow up with her contact to get additional information regarding devices used and patient co morbidities as well as to determine an autopsy was performed, and if any surgical pathology is available. She will also determine if surgeon are willing to speak with our surgeon to get additional detail.ees risk manager received a call from the surgeon who provided additional information regarding this event. He had no difficulty with the device during the procedure, and the staple line looked good prior to closing the patient. He indicated that the patient developed an ileus post operatively, however, he was improving and did not require reoperation. The patient subsequently suffered a cardiac arrest. The surgeon does not believe there was any relationship between the patient outcome and any of our devices.